Event description:
Report received from hcp of patient with a small puffy bump over catheter insertion site. CT reveals questionable intrathecal mass. Surgeon found no obvious dural leak. Alot of scarring was noted - no inflammatory mass was present. Pump removed. Patient doing well.